Event description:
Laparoscopic procedure- "the shaft of the port sleeve broke in half whilst inside the patient during lap procedure. Surgeon was able to retrieve bottom section of port sleeve. If the surgeon had not been able to retrieve broken portion of sleeve then there is the potential patient would require extensive surgery." Patient status - "fine."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the cannula was broken into two pieces a quarter of the way down the shaft. Engineering evaluated the wall thickness of the cannula at the fracture site and found a variation in the cannula wall thickness. It is likely that this variation in cannula wall thickness contributed to the component failure experienced during the surgery. Although, reported rates concerning this non-conformance are extremely remote, engineering has reviewed and modified the respective process parameters during the component molding operations to further reduce the potential for any future reoccurrences. Additionally, engineering has notified its manufacturing and quality team members of this event and added additional inspection steps to further reduce the potential for future occurrences of this non-conformance. This document represents our final report.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.